Manufacturer narrative:
Patient information is unknown. This report is for an unknown quantity of unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported tomofix plate was applied for high tibial osteotomy (hto) on (B)(6) 2015. After the surgery, infection was detected in the patient's body. The reported plate was removed to suppress the infection. The patient is making satisfactory progress after removing the implant with the proper medical treatment for the infection. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).